Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated insulin leaked into the cartridge compartment of the infusion device. The leak appeared to originate between the cartridge and the infusion tube. No adverse event was reported. The alleged product was requested for evaluation.